Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a dural tear during the permanent implant procedure. The patient's physician used dural seal to address the issue. Additionally, the procedure was later abandoned after multiple attempts were made to place the patient's lead. Postoperatively, the patient was tested for motor function and no deficit was found. The patient did experience a headache and increased blood pressure following the procedure. However, the patient's physician stated it was undetermined if the symptoms were procedure related. The patient's symptoms are now reportedly resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.